Manufacturer narrative:
The available information suggests the device and lead remain in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating high out of range shock impedance measurements continue to be observed. No adverse patient effects were reported.

Manufacturer narrative:
The system will continue to be monitored. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating the patient was seen in clinic. Acceptable shock impedance measurements were observed during multiple tests. The cause of the high measurements could not be determined at this time.

Manufacturer narrative:
The physician will continue to monitor the system. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that a latitude alert was issued for this implantable defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) due to high out of range shock impedance measurements.